Manufacturer narrative:
Concomitant medical products: addr01 ipg; implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and intermittent loss of capture at high outputs. Possible fracture was suspected. The rv lead was later capped and replaced. No patient complications have been reported as a result of this event.